Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2025 and absorbable straps were used. According to the doctor, the stapler presented failure not progressing with the stapling on the screen inside the patient's abdomen, as reported and followed the staple did not fix on the screen and was under low pressure. The doctor is super experienced with the material and never had problem with the material, and we had no problems with the patient only the material that was changed. No further information was provided.